Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe 1.0ml received in an opened tray without cap nor needle. No defect observed.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra plus xc "exploded" and had filler "spill out." Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra plus xc "exploded" and had filler "spill out." Patient contact occurred. No injuries were reported. The packaged needle was used.